Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. If additional information become available prior to the investigation completion, a supplemental report will be filed.

Event description:
It was reported, the single-use aspiration needle appeared too short in relation to the sheath. According to the initial reporter, when the device was inserted for the third sampling, the needle remained inside the sheath. So the handle was pulled to reposition and that was when the needle was noted to be visibly inside the sheath by "about 2 cm", this was confirmed through x-ray. The initial reporter also noted that the device was inspected prior to use. No portion of the needle was coiled. The device was perfectly intact in all its parts before use and did not give any issues during the first two samplings. As mentioned above, the issue only occurred during the third sampling. There were no kinks, bends or cracks in the insertion portion of the needle. This event resulted in a minimal extension to the procedure time, but did not cause any harm, consequences, or otherwise negatively impact the patient.